Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6) and a cobas e 801 analyzer. The investigation determined that the elecsys hiv combi pt reagent performed within specifications. The investigation was limited as calibration and quality control data, pre-analytical information, and patient sample material were not provided. The elecsys hiv combi pt and elecsys hiv duo assays are different tests, and differences in cut-off index (coi) values between the two assays are expected due to variations in assay components. Potential causes for the discrepant results include sample-specific factors, such as interferences or unspecific bindings, which may lead to false reactive results. Single false reactive results may occur as the specificity of the assays is less than 100%. Further testing with a fresh patient sample was recommended to clarify the discrepant hiv results. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant reactive results for a patient sample tested with the elecsys hiv combi pt assay on the cobas e 601 module and the elecsys hiv duo assay on the cobas e 801 analyzer. The elecsys hiv combi pt assay generated reactive results with cut-off index (coi) values of 17.74 and 17.14 on the cobas e 601 module. The elecsys hiv duo assay generated reactive results with coi values of 5.31 and 5.33 on the cobas e 801 analyzer. Additional testing of the same sample included polymerase chain reaction (pcr), which was negative, and western blot, which was indeterminate.